Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet pump was disconnected for charging and after consuming an energy drink, followed by a sensor failure and subsequent supply replacement; insulin delivery was later confirmed as resumed and blood glucose subsequently stabilized within range. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution of hyperglycemia after monitoring and resumed therapy. Investigation included customer service troubleshooting, confirmation of insulin delivery resumption, and user education to monitor and call back if glucose remained high. Investigation of this case revealed no device malfunction was identified, and contributing factors included pump disconnection and carbohydrate intake while off therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.